Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had x-rays which showed thinning of the vertebrae discs and bulging between the discs. The device was implanted without any other surgeries or attempt to address the root cause of the issue.  Their ins was implanted in their lower back. The patient was told that they would be implanted in a fatty area like the buttocks, but later found it was implanted in the lower back, which made it very uncomfortable to sit in chairs as the lower lumbar area (where the ins was located) contacted the back of the chair. The patient also did not receive any comfort or added benefit. They mentioned this to their implanting healthcare provider and were told the device was implanted correctly; the leads were in the correct location. It was reviewed that this was normal and the patient was advised to give it some time. After many months there had been no improvement. They turned the stimulation up to gain some sort of relief, however this typically resulted in no comfort in the lower back area, but instead caused tingling sensations in their legs and feet. Recharging was "a pain" as they had to recharge about every 6 to 7 days and each charging session took about 1.5 hours. This required the patient to wear a belt and sit extremely still or the alarm would go off, indicating that it wasn't charging properly. The patient was planning to get the device removed in the near future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.